Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to change the insulin cartridge and tubing on an ilet pump and received alert 32 immediately upon selecting the change option, before the device could rewind, with repeated restarts yielding the same alert; this represented a failure to deliver insulin associated with a device electronics issue involving the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a signal loss consistent with a delivery motor communication error indicative of a failure to infuse due to a circuit board issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.